Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cartridge tubing separated from the cartridge. Customer replaced cartridge, delivered a bolus, and was able to successfully resume insulin delivery.